Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised due to adverse reaction to metal debris. During the revision abundant yellowish fluid with abnormal inflammatory tissue was noted. The femoral stem was well integrated therefore retained. The shell, head and adaptor were revised without complications.

Manufacturer narrative:
(B)(4). D10: us157858 m2a-magnum pf cup 58odx52id 713020. 157452 m2a-magnum mod hd sz 52mm 499870. G2: foreign: canada. Suggested component code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient progressed well at first, then gradually developed pain. MRI scans show intra-articular fluid; blood metal ion testing was found normal. Patient was revised due to adverse reaction to metal debris. During the procedure, there were signs of inflammatory response within the joint capsule with a yellowish fluid with abnormal inflammatory tissue seen. Absence of infection. Junction between head and stem are intact and free of corrosion. Femoral stem is well integrated and not revised. Acetabular component was explanted. No other intraoperative complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available to report at this time.